Event description:
The product was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was able to complete the procedure with the device. The hospital has reported no pt injury occurred.